Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas alleging that the subject remote meter possibly did not take into account for her blood glucose result when using the meter's ezcarb feature. The patient believes that the meter should have calculated 5.4 units of insulin; instead, the meter calculated only 5.0 units. The 5.0 units bolus amount was confirmed in the insulin pump's history. Through troubleshooting with the customer service representative, the patient indicated that it was possible that she did not enter the blood glucose result. There were no allegations of harm or injury as a result of the reported issue. Based on the troubleshooting with customer service, it appeared that the reported issue could be attributed to user error; however, this cannot be confirmed. Therefore, this complaint is being reported due to the alleged issue. No products were requested to be returned to animas at this time.